Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 17-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue with 2nd cubie kept popping open when a medication was selected and it was not the medication being issued. A technical support specialist informed the customer to do a cycle count to correct the count as they only took 1 medication instead of 2 out of the cabinet and saw they did not have the permission to do so and advised an admin to do this for them to correct the count to resolve the issue. The system functioned as intended after a troubleshot by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medflex 1000 had an issue while issuing medication, a second cubie repeatedly opened unexpectedly, displaying a different medication than the one being dispensed. For simvastatin 20mg, the system recorded two tablets taken, though only one was actually issued to the patient. There were no adverse events or injuries reported based on this incident.